Manufacturer narrative:
Device evaluation: returned device was received the top case was chipped front corner. Right and left plunger were cracked. Evidence of reported problem in event log was found. During the evaluation of the device the position pot was not plugged into the main board. The customer reported condition was confirmed. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
It was reported that the smiths medical medfusion syringe infusion pump had a check plunger error. No patient involvement.